Manufacturer narrative:
No unexpected button error alarms, low battery alerts or battery out limit alarms noted during testing. No button response on the escape button due to corroded keypad traces. Unable to perform displacement test, operating currents test and off no power test due to unresponsive keypad. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.